Event description:
This is a report of a patient who experienced a leak in their tubing resulting in peritonitis coincident with therapy for peritoneal dialysis. It was reported that the leak in the patient line was caused by a cat chewing on the tubing. The patient was hospitalized for the peritonitis. Treatment for the event included doxycyline (100mg bid). The patient was advised to keep animals out of the room during therapy. The patient was later discharged from the hospital and recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Upon analysis of the available information, it was determined that the reported leak was caused by animal damage, further specified as the cat bit into the patient line. The homechoice and homechoice pro apd systems patient at-home guide states "contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. To reduce this risk, do not perform dialysis in the same room as pets or animals." Instructions related to the reported problem are contained in the product labeling. The instructions are easily accessible by the patient. Baxter's labeling also instructs users to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.